Manufacturer narrative:
D10 concomitant product: lf5644, lig dissector lf5644 sealer div 44 cm (lot # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 3 hours after a laparoscopic duodenal switch procedure, a patient experienced excessive and severe postoperative bleeding at the short gastric vessels where the device was used. Approximately 2000 ml of blood loss was observed, and the bleeding was considered life-threatening. The patient required pharmacologic intervention, including administration of a hemostatic matrix and placement of a drain. Blood transfusion was required. Additional surgery was performed using a laparoscopic approach to address the bleeding. A computed tomography (CT) scan was conducted, which was not planned prior to the event. The patient was treated for postoperative bleeding at the short gastric vessels following the procedure. There were no issues during the initial procedure as there was no re-grasp alert/alarm but activation tone and end tones were heard.